Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that reprocessing was not conducted properly due to leakage from the following parts: auxiliary water channel, biopsy channel, between objective lens and distal end. Subsequently, the materials were not possibly eliminated. The event can be [detected/prevented] by following the instructions for use which state: -detection methods are written in instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -prevention measures are written in instructions for use: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the air-water cylinder and suction cylinder had no color. The upward and downward angulation control knob had a stain. The plug unit had a scratch. Due to adhesive peeling between the objective lens and distal end, water tightness was lost. Due to damage to the jet tube and channel tube, water tightness was lost. Due to the wear of the angle wire, the bending angle in the down direction did not meet the standard value. The light guide bundle was slipping down. The light guide lens had corrosion. The bending tube was deformed. The connecting tube and universal cord had a scratch. Due to the clogging of the jet tube in the control unit, water cannot be supplied. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the gastrointestinal videoscope's light bulb was defective. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: the air-water tube, jet tube and air-water cylinder had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.